Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued alert 38 indicating consecutive motor stalls, with multiple restarts observed, and the user¿s blood glucose was not affected. Symptoms included no adverse clinical effects. Outcomes included no injury and no medical intervention or hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.